Event description:
Customer reported a cracked and unresponsive touchscreen on their insulin pump, which occurred due to a fall. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.